Manufacturer narrative:
Vyaire file identification : pc-(B)(4). Vyaire medical field service representative went onsite, evaluated the device and replaced 2 filters. Ddi (dynamic displacement indicator) adjust. Calibrated frequency and adjusted p-p voltage. Performed circuit calibration and performance checkout. Tapped four screw holes for top cover. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported hertz fluctuating on the 3100 a ventilator. The customer reported that there was no patient involvement associated with the reported event.